Event description:
Contact reported that the driver tip broke off in the cross connector and could not be removed from the screw hex. Situation resulted in a short delay to the procedure. Surgeon was able to complete the case without issue. As an unintended piece of the device was left in the body an MDR is being filed to document this event.